Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for tissue damage, requiring intervention, as well as patient death. It was reported that on (B)(6) 2016, the patient, with mixed mitral regurgitation (mr) of grade 4+, underwent a mitraclip procedure. One mitraclip was implanted without difficulty at the anterior 2/posterior 2 (a2/p2) leaflet segment. The mr was reduced to grade 3. A second mitraclip was advanced; however, when crossing through to the left ventricle, the clip rotated, which may have been due to some stored torque. The clip was inverted to reposition and a leaflet tear occurred. The clip was implanted at the medial commissure; however, the mr had increased to grade 4+ or more. An amplatzer vascular plug was placed between the clips to treat the tear and the mr decreased to 2+. During the procedure, the blood pressure had decreased and a balloon pump was placed, resulting in improved blood pressure. Post procedure, the blood pressure remained stable and the mr remained at 2+. The patient remained intubated. On 08/09/2016, the balloon pump was removed and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage), hypotension and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted the case was performed in patient with challenging anatomy and a mitral leaflet tear was likely caused by the advancement of a second clip. The reviewer continued that the tear triggered worsened mitral regurgitation and hemodynamic compromise that could be treated by an amplatzer vascular plug with circulatory assistance by an intra-aortic balloon pump. Death occurred 4 days post-procedure and no information is available about the post procedural course. It is likely that the intraprocedural hemodynamic compromise have created or favored a cascade of events ultimately leading to death. All available information was investigated and a definitive cause for the issue with dc shaft translation resulting in clip rotation could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, additional curves to the system) which resulted in additional stored torque on the dc shaft and therefore contributed to the user experience; however, this cannot be confirmed. The reported tissue damage appears to be a result of procedural conditions and due to the clip interacting with the leaflet during repositioning attempts. The reported hypotension was likely a symptom of the tear. As it was reported that the patient was very sick prior to the mitraclip procedure, in addition to the complications experienced, the reported patient death was likely a culmination of pre-existing patient conditions and the leaflet damage caused by the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided which indicated that the patient had been very sick prior to the mitraclip procedure and was considered too ill to be treated. The patient was seen in the clinic a few days before the mitraclip procedure and the physician felt the patient "looked better." The decision was made to proceed with the mitraclip procedure. The balloon pump was removed on (B)(6) 2016 at the request of the family. The patient died on (B)(6) 2016. No additional information was provided.